Event description:
It was reported by the rep that the (1) tlc10 was used during an esophagogastrectomy procedure. It was reported that one side of the staple line did not close when fired on thr pt's stomach. The surgeon had to take an add'l margin of the stomach to compensate for the unsatisfactory initial staple line.